Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vaso view hemopro 2, prior to tunneling the scope and hooking up, the device activated. The device started heating up on its own without pulling the trigger. The silicone covers on the jaws melted off. A replacement device was opened and the same thing happened, but no melting since it was immediately unplugged. The hemopro cord was switched out with a different cord and the same thing happened again. The user then switched out the generator in the room with a different generator and it worked fine to complete the case. The hospital did not report any patient effects.